Event description:
It was reported that during a laparoscopic cholecystectomy, the device stopped firing. When it did fire again, the clips were bent on the ends and were not holding properly. The clips were removed. Another device was used to complete the case. There was no pt injury. Add'l info was requested, but no add'l info was received. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned with no remaining clips and the trigger on the handle broken off. The broken piece was not returned. The jaw of the device appeared to be in alignment, and the clip retained and push fork were acceptable. The locking mechanism of the device was not engaged. The device could not be function tested due to its condition and the lack of clips. No conclusion could be reached as to what might have caused the reported event.